Event description:
Same case as MDR ID #s: 2134265-2012-04137, 2134265-2012-04464. It was reported that during a stenting treatment procedure, there was a possible plaque shift and the patient experienced chest pain post procedure. The patient presented with a restenosed unknown bare metal stent located in the ostial left circumflex (lcx) artery. Angiography also revealed a second lesion located in the ostial left anterior descending (lad) artery. A guide wire was advanced down the lcx and the lesion was pre-dilated with a 3.5x12mm maverick balloon catheter to 25atms. A 12mm x 4.00mm ion stent was then deployed in the lesion and post-dilated to 8atms. The balloon catheter was removed and angiography was performed which showed good results in the lcx lesion but the lad became worse, potentially related to plaque shift. Another guide wire was advanced into the lad, while keeping wire position in the lcx. A balloon catheter was placed into the lcx and an 8mm x 4.00mm ion stent was placed into the proximal lad. Kissing balloon technique was performed deploying the stent at 8atms. The balloon in the lcx was withdrawn to the guide catheter and the stent delivery system balloon in the lad was advanced distally in the lad so that angiography could be performed. This revealed that the 8mm x 4.00mm ion stent had migrated to the mid lad. The stent was post-dilated in this location to secure it to the vessel wall. A decision was then made to just perform balloon angioplasty on the original ostial lad lesion. The physician was satisfied with the outcome and the procedure was concluded. Hours later the patient complained of chest pain. An angiogram revealed the presence of the lesion in the ostial lad. A 4.5x16mm veriflex stent was deployed in the lesion, again using kissing balloon technique. Final angiography revealed good results. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).